Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to instability caused by a stretched ligament. A 5x22 ts insert was exchanged for a 5x25 ts insert. Rep reported that he may be able to provide primary and revision usage, and reported that no further information will be available.